Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using lyumjev brand insulin with tandem mobi pump which is considered off label insulin for the mobi pump.